Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg due to the depth of the battery.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Correction to MDR f/u#2 should have been 23mar2018.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.